Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was provided on 01/18/2024. It was reported that the patient was in the ICU for three days and was discharged on 12/21/2023. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the on (B)(6) 2023. The patient reported that she was not feeling well. She felt disoriented, was sweating and vomiting. The cgm was displaying 172 mg/dl but a manual bg was not checked. Her husband called 911 and the patient was transported to the hospital. Upon arrival, doctors checked the patient's bg and it was 500 mg/dl while the cgm was 113 mg/dl. The doctors removed the patient's cgm and insulin pump. The patient was treated with an IV drip as they were diagnosed with diabetic ketoacidosis. The patient was admitted to the intensive care unit for monitoring. At the time of the report on (B)(6) 2023, the patient was still in the ICU. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.